Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. The reported shaft separation and stent deformation were confirmed. The reported difficulty to remove could not be confirmed due to the condition the delivery system was returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficult removal from the dispenser coil could not be determined. The reported shaft separation and stent deformation appear to be related to operational context of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report the device was received and the hypotube was separated rather than the stent. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when the 3.0x48 mm xience xpediiton stent delivery system was removed from the packaging, there was resistance. The distal struts were noted to be elongated and the stent became entangled and separated. There was no device use or patient involvement. Another xience xpedition sds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.